Event description:
It was reported that the cable caught fire during charging. During testing by the distributor, it was found that the usb port has melted. There was no reported impact on the customer's blood glucose level. A replacement pump with has been provided to the customer.